Event description:
Patient was implanted with lateral plate, lcp posteromedial proximal tibia plate, and three (3) screws for right tibial plateau fracture on (B)(6) 2012. Patient reported pain and non-union was discovered. Patient was returned to the or on (B)(6) 2012 for removal of lcp posteromedial proximal tibia plate and all screws. Lateral plate remains implanted. It is reported all implants were intact. This is 3 of 5 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.